Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. It is presumed that humidity invaded the light guide lens which led to corrosion that occurred by applied physical stress to the distal end such as hitting and dropping and/or the light guide lens peeled off by chemical stress such as chemical solutions for the device. However, a definitive root cause cannot be determined. There was no physical damage at the place where the foreign material remained. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected/prevented by following the instructions for use which state: instructions for use states that detection method in tjf-q190v operation manual 3.3 inspection of the endoscope. Instructions for use states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.